Event description:
Two occasions where the leg extensions were not properly engaged and locked in place. Once during a procedure without harm to the pt and a second time as the staff was preparing the table for the next procedure.